Event description:
A malfunction occurred when the caller reported that their pump screen was dark and would not turn on, even after multiple attempts to reset and charge it. The caller declined to provide information about their blood glucose level at the time. Technical support instructed the customer to try various troubleshooting steps, but the pump did not respond, leading to the decision to replace the pump. The pump was within warranty, and the customer was informed of the replacement process, including instructions to return the problematic pump. To ensure insulin delivery continued uninterrupted, the customer switched to using multiple daily injections as a backup therapy.